Event description:
It was reported bd insyte¿ autoguard¿ shielded IV catheter had the needle pierce the catheter. The following information was provided by the initial reporter: "catheters are causing multiple punctures in patients because during insertion they open and damage easily."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ autoguard¿ shielded IV catheter had the needle pierce the catheter. The following information was provided by the initial reporter: "catheters are causing multiple punctures in patients because during insertion they open and damage easily."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 20g unit with the needle not yet retracted. There was no media seen on the unit. Near the catheter tip the needle can be seen piercing the catheter tubing. The reported issue was confirmed as the needle was piercing the catheter tubing. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. This defect may originate during the manufacturing process due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. Historically, a manufacturing related defect is known to result in a base spear through (spear near the catheter adaptor nose), not tip spear as seen in this unit. The defect may also occur in the clinician setting during tip adhesion break. Given that the sample was opened, it is impossible to determine if the needle spear through originated during manufacturing or in the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.